Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a no flow event occurred following intervention. The lesion being treated was located in the superficial femoral artery (sfa). It was a 15cm long chronic total occlusion (cto). The physician used a 6f introducer sheath to access the lesion from a contralateral approach. He then used a 2.0 solid crown oad over a 0.014" viperwire to treat the lesion. The physician spun at low, medium and high speeds in the proximal portion of the lesion; then he spun at low, medium and high speeds in the medial portion of the lesion; then he allowed the vascular fellow to spin the distal portion of the lesion. The vascular fellow spun at low, medium and high speeds in the distal portion of the lesion, but rest time between runs was not administered. Following the high-speed run in the distal segment of the lesion, the follow-up angiogram demonstrated no distal flow. The physician performed angioplasty and aspiration without improvement; then administered tpa without improvement. The patient was treated with a tpa drip overnight and returned to the lab the following day for additional treatment. At that time, the vessel remained occluded, so the physician performed aspiration and was able to open the pt vessel. The patient, however, demonstrated symptoms of compartment syndrome requiring surgical intervention. No clots or sediment were noted during the intervention. Following the surgical intervention, blood flow was restored to the foot and the patient was discharge to home. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4): device discarded by facility.